Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the broken device reported was likely the result of the femoral impactor head being directly impacted during a previous surgical use, which may have imposed high loads to the threaded shaft and led to crack initiation and propagation of the threaded shaft. This prior potential misuse likely allowed for ultimate failure of the device when used during this surgery. The most probable root cause for the reported event "broken / non-functional" is associated with a partial or full-thickness crack in the device materials.

Manufacturer narrative:
Section b5: additional information received indicates that only impactor handle was impacted. The femoral impactor was damaged during the impact. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the instrument has been broken while inserting the femoral component. There were no parts or pieces left in the patient. Patient was last known to be in stable condition following the event. The device will be returned.